Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in hospital due to high blood glucose on (B)(6) 2019. The customer blood glucose level was around 400 mg/dl. The customer was assisted with troubleshooting. Customer also stated that he was hospitalized due to ketones and with corrections she was not able to bring blood glucose down. The customer was treated with intravenous fluids for high blood glucose level. Customer's outcome pertaining to the complaint. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had cracked reservoir tube lip. (B)(4).